Event description:
Customer reported receiving imprecise adc meter readings of 1.1 mmol/l and 19.9 mmol/l obtained within a ten-minute timeframe. When plotted on the parkes error grid, the results fell within the 'c' zone showing the difference in values is considered clinically significant.

Manufacturer narrative:
(B) (4). This is an initial report. The product has been requested back for investigation, and a final report will be submitted when the investigation is complete.